Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative d4: UDI updated. H3, h4, h6: device history lot. Part number:338.31. Synthes lot number: 6301501. Supplier lot number: n/a. Release to warehouse date: 14jan2010. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: background: it was reported that on an unknown date, the two (2) connecting screws were damaged. The thread end part of both devices broke off and unable to be used. The issue was discovered during the inspection. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage visual inspection: the dhs/dcs coupling screw (p/n: 338.31, lot #: 6301501) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the shaft component was broken and the broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: the distal tip of the shaft was measured document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Coupling screw: 338_31, rev. E/h shaft: 338_31_1, rev. B complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the dhs/dcs coupling screw (p/n: 338.31, lot #: 6301501). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) dhs/dcs coupling screws were damaged. The thread end part of both devices broke off and were unable to be used. The issue was discovered during inspection. There was no patient involvement. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 2 for (B)(4).